Event description:
A (B)(6) yo black male with a history of long qt syndrome presents for lead extraction due to lead fracture. After stalled progression at the innominate vein, the md upsized the laser sheath to a 16fr spectranetics glidelight laser sheath. The binding site was released and lasing continued into the svc when the rv lead was extracted. Upon removal of the laser sheath a cardiac effusion was noted. The patient had hemodynamic changes and a sternotomy was performed. A 2.5 to 3 cm tear was repaired with a pericardial patch. The patient survived the procedure without cardiac or neurological complications.